Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated that no functional anomalies were observed. The device functioned as specified.

Event description:
The cable tensioner broke and was unable to tension the cables. This event did not cause any adverse consequence to the pt or surgical delay.